Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found an issue with the sipper needle, which led to abnormal aspiration of the reaction solution into the measurement cell. He replaced the sipper nozzle and performed calibration and quality control with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas e 801 analytical unit. The customer found that most elecsys t4 test results exceeded the detection limit of >320 nmol/l. Therefore, two specimens were selected for retesting with another instrument. The retest results were 121 nmol/l and 197 nmol/l.